Event description:
During a follow-up on (B)(6) 2019, a loss of capture was observed on the right ventricular (rv) lead in bipolar pacing mode in a pacemaker dependent patient. The device was reprogrammed to unipolar pacing to resolve the event. On (B)(6) 2022 the rv lead was capped and replaced during an unrelated procedure. The physician alleged rv lead damage, although it was not confirmed visually or with diagnostic imaging. The patient was in stable condition.